Manufacturer narrative:
284927 evaluation statement: the reported event of a device not recognizing correct syringe size could not be confirmed. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported the device is not recognizing the correct syringe size.